Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch lancing device (minilancer) had a "sample collection issue." The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the alleged issue began on four days earlier at an unspecified time. During that time, the pt stated, "the lancet holder was damaged." It is not known whether the pt had any back up lancing device, and also not known how she managed her diabetes after the reported issue. After the reported issue, at an unspecified time, the pt reportedly experienced "high symptoms." It is not known whether the pt obtained any blood glucose readings on her meter while experiencing the symptoms. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. The pt's lancing device was replaced. Based upon the provided info, this complaint is being reported since the pt reportedly experienced symptoms suggestive of hyperglycemia after the lancet holder was damaged. In addition, the alleged issue is reported as a possible malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, it will be evaluated and, if the lancing device does not pass inspection, FDA will be informed of the results in a supplemental report.